Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient. The results provided were: on (B)(6) 2019, pt # 1 initial = 3.3mg/dl / 1.3 / repeated on second instrument = 1.3mg/dl (normal range 1.9 - 2.6 mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit by the abbott field service representative (fsr), the bellows were replaced to resolve the issue. There were no additional discrepant or falsely elevated results reported after the bellows, part number 2-89054-02, was replaced. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional erratic or discrepant patient results reported on the architect, serial number c461413. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part revealed no trends, systemic issues, or nonconformances associated with the bellows, bellows only (rohs), part number 2-89054-02. A review of the architect c16000 platform found no systemic issues or trends for the issue associated with this ticket. A review of the architect system operations manual and the architect c4000 service and support manual, provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, the replacement of the bellows performed by the fsr. Based on the investigation no product deficiency was identified for the architect, serial number c461413 or the bellows, part number 2-89054-02.